Event description:
Subject became acutely more depressed with suicidality after an argument with her husband. Her husband and therapist called in early 2008 to advise the study team that her behavior was back to pre-dbs baseline. An appointment was scheduled the next day, with a dr. Upon arrival, the subject was agitated and could not sign a safety contract, she became more agitated and attempted to leave when hospital admission was recommend. She was taken to the ccf emergency department and transferred to lutheran hospital for psychiatric admission on the same day. Dr also saw her inpatient and changes were made to her dbs. A marked improvement in her mood was noted, her affect was substantially brighter. She denied any suicidal ideation by the end of the sessions. She was discharged home with her husband on five days later. Diagnosis or reason for use: severe & medically refractory major depression. Ipg replacements in 2008. These ipg replacements are routine and expected. The length of battery life varies depending on the amplitude used during dbs. Diagnosis or reason for use: severe & medically refractory major depression.